Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the initial reporter. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker exhibited high power consumption. The technical services (ts) discussed need save to disk data to analyze the longevity. The pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the pacemaker exhibited premature battery depletion (pbd). The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that tis pacemaker exhibited high power consumption. The technical services (ts) discussed need save to disk data to analyze the longevity. The pacemaker remains in service. No adverse patient effects were reported.